Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test after inserting a new battery. The customer attempted to change the battery, but the alarm recurred. He also stated that about a month prior, the escape button was not responding properly, but began to work again. The battery cap contacts were not missing or damaged and the battery compartment and spring were not corroded or damaged. The customer was advised to clean the battery cap and insert a new battery and the failed battery alarm recurred. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive bolus express, escape and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.